Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and oversensing associated with the right ventricular lead. Rv pace impedance out of range less than 200 ohms throughout record dating back to (B)(6) 2014. Lead warning occurred on (B)(6) 2015 just minutes after lead performance diagnostics were reset and all unsuccessful low impedance paces since. Ventricular high rate episodes recorded with apparent oversensing seen on the electrograms. (B)(4).

Event description:
It was reported that the right ventricular lead had insulation damage/clavicle crush which was confirmed on x-ray. The lead had low impedance and oversensing. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.